Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It has been reported "an email has been received from a medical examiner commissioned by a private health facility to prepare a medical-legal opinion on a painful hip post prosthesis with trident psl acetabulum. Ha, trident x3 polyethylene insert and lfit anatomic femoral head. The placement of the prosthesis took place in (B)(6) 2010; in (B)(6) 2013 the prosthesis was subjected to revision with replacement of the acetabulum and the insert that had debris. In the operating report, among other things, reported: arthrotomy. Abundant "sawdust" material is found surrounding the cup and affecting the femoral epiphysis. It is carefully removed and abundantly washed. This material is due to the debris of the acetabular polyethylene, therefore it is removed. The radiological assessments from 2010 to 2013 did not highlight any loosening of the prosthesis or implant defects".